Event description:
It was reported that this left ventricular (lv) lead dislodged. Therefore, a lead revision was performed and this lead was repositioned. No additional adverse patient effects were reported.